Event description:
It was reported that a cartridge alarm occurred during the pump¿s load process. The customer's blood glucose level was indicated as "high," but no specific value was provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Customer declined troubleshooting with tandem technical support.